Event description:
The customer reported that the patient experienced a skin burn or allergic reaction at the grounding pad site during an rf ablation procedure. The burn occurred under the pad on the patient's thigh. They think that it could be related to human error when placing the pad as they used rf ablation and a diathermy device, the rfa pad was placed towards the stomach and diathermy pad was towards the knee. The customer thinks its possible that the current flowing to the diathermy pad went through the rfa pad. The rfa pad was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.